Manufacturer narrative:
Updated sections: (problem code), corrected sections: (health clinical & impact).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) iab catheter ruptured with blood backing up into helium tubing, iabp pump was unable to support critical patient. Patient was resuscitated. Additional information received on 6/5/2023, from medwatch 5117071- while patient was in intensive care unit blood was noted in the intra-aortic balloon pump helium line, which had been in place for 23 hours, requiring immediate shut off of device. The unit notified " iab catheter restriction" patient suffered cardiac arrest leading to thrombosis, inadequate perfusion, family decision to place on comfort care, and death. Patient expired. Medwatch mw5117071. Related balloon complaint tw (B)(4)/mfg report # 2248146-2023-00326.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. Inspected unit pim and associated tubing. No indication of bloodback noted. No further information given at this time. Attempts have been made to obtain additional information and no response has been provided. The complaint will be closed and in the event new information is received, the file will be reopened and updated.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) iab catheter ruptured with blood backing up into helium tubing, iabp pump was unable to support critical patient. Patient was resuscitated. Related complaint (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.